Manufacturer narrative:
(B)(4). Ten (10) open pouches of minicap samples were received for analysis. A visual inspection was performed on the samples received. Damage on the minicap pouches and iodine leakage was confirmed; however, damage on the minicaps was not confirmed. Based on the information obtained during baxter's investigation, no root cause was determined. No issues were noted in the batch file review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to (B)(4)-baxter that 10 minicaps were damaged due to the packaging style. No patient injury or medical intervention was reported. This report addresses product sample 3 of 10.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample has been received but the evaluation has not yet been completed. A follow up report will be submitted when the evaluation results become available.